Event description:
Device received in 2005. Sales rep cannot interrogate device. Suggested different programmer in different room. Seven days later, rep using different programmer could not interrogate device. Pt seen for follow-up 6 or 7 months ago with 2.7x battery voltage. Rep says device will be explanted next week.